Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore. Consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 526mg/dl. The customer stated that she was experiencing unexplained high glucose for the past few days. Troubleshooting was performed. Reviewed the alarm history and revealed multiple no delivery alarms. The programming, time, and date on the insulin pump were correct. Ran a fixed prime and high pressure test and the tests passed. No further info was provided.